Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, diseased mucous membrane, immediate implantation. Smokes 2 packs per day. Poor oral hygiene. Implant came out at home.